Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. A voltage test was performed and it failed due to no voltage. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause is potential patient misuse. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. Data was evaluated and the allegation was confirmed. The root cause was determined to be potential patient misuse. No injury or medical intervention was reported.